Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4. Investigation evaluation: description of event: it was reported, the pigtail of a black silicone filiform double pigtail ureteral stent fell off when pulled out of the package. The stent was not used. The procedure was completed with another black silicone stent. The issue with this device was discovered before patient contact and the device was not used. The patient did not require any additional procedures due to this occurrence. There was no damage or harm to the patient. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, and a visual inspection of the returned device were conducted during the investigation. A device failure analysis was conducted at cook of a black silicone filiform double pigtail ureteral stent that was returned by the customer. The stent was in two pieces and was missing a portion of the proximal coil. The tether was also returned in two pieces. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, [t_bsfdp_rev2] ¿black silicone filiform double pigtail ureteral stent¿ contains the following information related to the reported failure mode. ¿precaution do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered.¿ ¿how supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ conclusion the cause of the break was not able to be determined for this incident. It is possible that unintended customer error in the tether removal process was the root cause of the separation. Based upon the available information and results of the investigation. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the pigtail of a black silicone filiform double pigtail ureteral stent fell off when pulled out of the package. The procedure was completed with another same device. The issue with this device was discovered before patient contact and the device was not used. The patient did not require any additional procedures due to this occurrence. There was no damage or harm to the patient.